Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the mobile programmer and patient connector were connected to the pacemaker, the programmer screen froze, turned white and crashed as the user was attempting to carry out tests. The application was then restarted. No patient complications have been reported as a result of this event.